Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads...won't click on fully...head is able to just slip on - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads would not click on fully and was able to just slip on the oral-b toothbrush. No injury was reported.

Event description:
Heads...won't click on fully...head is able to just slip on - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads would not click on fully and was able to just slip on the oral-b toothbrush. No injury was reported. 31-jul-2024 case update: the concomitant product lot was 3da23821913. No injury was reported. 20-aug-2024 case update from information initially received on 31-jul-2024: the concomitant product was oral-b rechargeable toothbrush handle 3772. No injury was reported. 16-sep-2024 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3772. The concomitant product was oral-b power oral care refills precision clean. No injury was reported.

Manufacturer narrative:
16-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.